Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of vf were observed and the patient received hv therapy. It was unknown if the therapy was appropriate or not. Review of episodes noted extremely small r-wave amplitude. The discrimination channel was showing a slower rhythm but it could also be undersensing since the signals were very small even here. It was discovered that the lead was dislodged to the right atrium. Lead was explanted and replaced.

Event description:
New information received notes that merlin.net transmission was done from the emergency room. Review of session records noted that the patient had inappropriate vf shocks due to lead noise. A magnet was placed over device during patient transport to another hospital where the lead was revised.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.